Event description:
Device implanted (B)(6) 2013 by dr (B)(6) to treat pain in back and legs. From the moment caller opened his eyes he felt massive pain in his stomach and overinfusion. Caller states dr (B)(6) pushed him to have the surgery despite his satisfaction with previous pump because he allegedly needed a bigger pump. Caller has now been admitted to ER three times to treat withdrawal, infections, massive headaches, stiff neck, tinnitus, sensitivity to bright lights, increased back/leg pain. MRI found granuloma tumor at insertion site of catheter (lumbar/ thoracic spine) last thursday. Device remains implanted, dr malik refuses to refer patient to another doctor. Caller feels the doctor sent him home to die.